Event description:
During percutaneous transluminal angioplasty and resolute drug-eluting implantation of mid left circumflex coronary artery the following occurred: the left main coronary artery was selectively cannulated utilizing a vl 3.0 guiding catheter. The pt received heparin. Utilizing a 0.014 exchange length boston scientific wire, the wire was advanced into the proximal left circumflex coronary artery. As the wire was advancing, the distal opaque portion of the wire came off of the proximal portion. The medtronic wire was removed and a 0.014 exchange length zinger light wire was advanced into the left distal circumflex coronary artery. Intravascular ultrasound examination of the proximal left circumflex coronary artery was performed. This revealed a free floating distal wire tip in the proximal left circumflex coronary artery. Utilizing a 4mm snare, the dislodged free-floating wire was removed successfully.